Event description:
It was reported that the external pulse generator (epg) only works intermittently. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery contacts were compressed and contaminated, also the battery flex was corroded. It was also noted that the upper case, lower case, main printed circuit board (pcb) were corroded, the battery release, heart block, two pcb screws, heart wire contacts, battery drawer, heart lead flex and display were contaminated, one side bail cover and side bail were missing, one side bail cover and ring cover were broken. (B)(4).